Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that during a device change out due to eri, the physician elected to explanted and replaced the lead. Patient condition is well.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead will be monitored.